Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling caused the coating to peel. However, a definitive root cause could not be determined. Per the instruction manual operation manual describes the following warning: chapter 3 ¿preparation and inspection,¿ step 3.2 ¿preparation and inspection of the endoscope¿ 1. ¿visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope was leaking from the insertion section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has the coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the connecting tube has coating that is peeling. Additional evaluation findings were as follows: due to a pinhole on bending section cover, water tightness is lost, due to a crack on control unit, water tightness is lost, the adhesive on bending section cover has a chip, the light guide bundle has breakage, the control unit has a crack, due to damage on objective lens, a foggy image occurs, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.